Event description:
Subsequent to filing the initial medwatch report, the following information was received: there was no difficulty retracting the armada into the guide catheter as initially reported. After the device was removed from the patient, it was not able to be re-inserted into the sheath to be used again. No additional information was provided.

Event description:
It was reported that the procedure was treating a heavily calcified lesion in the superficial femoral artery. The 7x40 armada 35 catheter was unable to retract into the guiding catheter after inflation and deflation in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the introducer sheath was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.